Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified distal left circumflex coronary artery. After a non-bsc balloon catheter was performed for pre-dilation, a 2.25 x 24mm synergy drug-eluting stent was advanced for treatment but the device failed to cross even after the lesion was dilated several times. However, when the device was removed from the patient's body, it was noticed that the distal edge of the stent strut was found to be lifted. The procedure was completed with a different device. No patient complications were reported.